Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The company representative instructed the customer to reconfigure their technique over the phone and stated that the system was functioning properly. The company representative instructed the customer on the proper technique settings. The customer reported event of a difference in measurements between contact and immersion techniques could not be replicated or confirmed. The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause of the customer reported event is mostly likely due improper settings used by the customer. (B)(4).

Event description:
A customer reports the system did not perform the biometry correctly and the measurements were not accurate. The exam was cancelled with no pt harm.